Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm, number ramping, or scroll bar anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the insulin pump had an unresponsive keypad and buttons; the buttons kept sticking. And the numbers were scrolling. The customer stated that usually they have the device clipped to their shirt or around their neck. The customer's blood glucose was 147 mg/dl. The customer stated that they were in the hospital for issues with their lvat machine, non diabetes related event. The discontinuation of the insulin pump advised. Nothing further was reported.